Event description:
A malfunction alarm was reported due to a software error detected in the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer, and confirmed that the malfunction code did not recur after resetting, allowing the customer to continue using the pump.